Event description:
A customer reported that their pump was not working, resulting in hospitalization due to diabetic ketoacidosis (dka). Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.